Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he noted moderate cellular growth on the anterior iol surface, as well as, cellular anterior capsular phimosis. The surgeon reported the pt was implanted bilaterally on the same day and the fellow eye does not have any growth. The surgeon indicated that the pt used a generic formulation of a postoperative medication for the affected eye and used the brand name formulation for the unaffected fellow eye. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause cannot be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info was requested on 05/20/2011 and 06/15/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).